Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical products: catalog number: 010000913 lot number: 6903204 brand name: g7 hi-wall e1 liner, catalog number: 010000659 lot number: 6950183 brand name: g7 pps ltd acet shell. Multiple reports were submitted along with this report: 0001825034-2022-00036, 0001825034-2022-00037. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the shell causing a 35 minutes delay. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned liner found small scratches and scuffs on the outer and inner diameter. The remainder of the proximal radius has two large divots/gouges and the angled wall has a linear crack through it from side to side with damage to the scallops. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.